Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient expressed concern that the device was not working. They had to go to the ER because they were not about to void on their own. They were going again today and has already spoken with their healthcare provider (hcp). The patient was upset that no one showed them how to use the device. The call agency walked the patient through using their device and it was determined that the device was set to 0.0 v. Stimulation was increased to 3.2 v where they felt it comfortably. They also expected to feel stimulation in their bladder area. The next day, patient said their hcp said that perhaps the anesthesia caused these problems for them. On (B)(6) 2017, patient has been let go from the hospital and began tracking this afternoon. The next day, patient said they weren't doing well. They were cathed 300 ccs at their hcp's office and there was 500 ccs left. Patient's back feels like it goes to sleep. The patient recalled a time where they increased stimulation and it helped them void once, but that was it; a program change was made. On (B)(6) 2017, patient went to the hospital twice to be cathed (thursday at 2 am and friday evening). After the second time, the patient had to be bagged. They felt the catheter was draining them and they weren't giving the device a chance. No further patient complications have been reported as a result of this event.